Manufacturer narrative:
The device manufacture date was incorrectly documented. The device manufacture date has been updated from apr 10, 2014 to jan 16, 2014. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the gear seized, jammed, and was moving heavy. It was further determined that the transmission was blocked. It was determined that blood and detergent residues had formed in the gear housing. Therefore, the reported condition was confirmed. The assignable device root cause was determined to be due to improper cleaning and maintenance, which is user error, misuse and /or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the gear was blocked, seized and was running rough on the battery handpiece device. It was noted in the service order that the device did not work at all and the transmission was blocked. It was further determined that blood and detergent residues had formed in the gear housing and the steal ring was also not protected. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.